Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during testing, the device alarmed with tf8912 (no motor, cuff pressure controller pressure low).